Manufacturer narrative:
Customer returned (3) loose 1cc, 8mm syringes. Customer states that when drawing and during the injection, the plunger breaks. All returned syringes were examined and all exhibited a broken plunger rod. A review of the device history record was completed for batch # 8092810. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Probable root causes: for broken plungers: dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel.

Event description:
It was reported that two plungers of bd¿ ultra-fine insulin syringe were broken when drawing insulin from vial.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two plungers of bd¿ ultra-fine insulin syringe were broken when drawing insulin from vial.